Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted a review of device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no device was returned. Placeholder.

Event description:
It is reported that while the surgeon was inserting the helical blade, with insertion handle, it was identified that the screw/helical blade was not advancing. It seems that the blade got stuck. The surgeon applied more force, which caused the head of coupling screw to break off, outside of the patient. Due to this, the surgeon was forced to take pliers out of the helical blade and insertion handle. It was identified that the out rigger was attached to the aiming arm, but needed 130 degree angle attached, is what caused the problem. When inserting the helical blade, everything was normal, but when the fracture was compressed, the surgeon tightened down internal end cap and went to release the coupling from the insertion handle. There was too much tension, which caused the threads of the insertion screw to break into the back of the helical blade. That portion remains in the still inside of the patient, unaffected. There are no plans to remove the broken fragments. The procedure was successfully completed with no patient injury. The surgery was delayed for 15 minutes due to the event. This is report 3 of 3 for complaint (B)(4).